Event description:
It was reported that the ilet charging pad displayed a blinking green led when connected to power and did not charge the ilet when placed on the pad, despite attempts to use an alternate outlet; the user had previously experienced normal charging, and a replacement charging pad was arranged. Symptoms included no adverse clinical effects and no impact to blood glucose. Outcomes included replacement supplies shipped and user education on troubleshooting. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed a suspected charging accessory malfunction consistent with a charger or charging base defect. It was concluded, based on previously established findings for similar reports, that the cause was a component failure of the external charging pad.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.